Manufacturer narrative:
Occupation is patient/consumer. The strips will not be sent back for investigation. The patient had been asked to perform another comparison. If more information was received in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of discrepant inr results for 1 patient testing with coaguchek inrange meter serial number (B)(4) compared to a stago neoplastin laboratory method. On (B)(6) 2022 the patient had a laboratory result of 3.0 inr while the meter result was 4.9 inr. The time difference between the tests was less than 3 hours. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.